Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that there was an out of regulation (oor) error code on the patient programmer. The healthcare provider (hcp) was adjusting settings when the error was seen. This issue was first seen a few weeks ago, and it was reported that the patient was able to bypass it. It occurred again when the hcp was increasing amplitude. The settings were reduced to where therapy was previously effective and the oor message went away. Both times this message was seen the patient was incrementing. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider. Device serial number information received.